Event description:
It was reported that the patient had an exposed electrode that could be seen from the auditory canal and had secreta. An ear canal neoplasty was performed. Since this time, the patient was experiencing headaches when wearing the processor. During fitting, the patient couldn't hear with low stimulation values and was uncomfortable at higher values. No head trauma was reported. The external device was functioning. The patient ws explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device has been explained and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons. A damage to the active electrode was detected during investigation, but it is likely related to the explantation surgery, as telemetry whilst implanted show a device working within specification. Additionally a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
It was reported that the patient had an exposed electrode that could be seen from the auditory canal and had secreta. An ear canal neoplasty was performed. Since this time, the patient was experiencing headaches when wearing the processor. The patient was re-implanted.